Event description:
The customer requested to return the device to the philips bench for evaluation. The device was giving a pacer equipment malfunction error message. There was no reported patient or user involvement and no adverse patient/user impact.